Event description:
The customer reported a bad sensor alert. The blood glucose reading was 291 mg/dl. The patient has treated with insulin pump therapy. The alert occurred after a second calibration alert. The customer was advised to change the sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis:inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.